Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6)alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Per FDA guidance, 2 mdrs will be filed. The alleged samples both initially tested positive for sars-cov-2 and negative for influenza a/b. Sample 1 was repeated on a different platform and received a indeterminate result (CT > 40). Sample 2 was likewise repeated on the different platform but was negative. Additionally, sample 2 was repeated on the liat analyzer and was negative though the run could not be identified in the available dataset. The positive result obtained for sample 1 and the negative result obtained for sample 2 were released to the physician. No harm was indicated. An investigation was conducted to evaluate the customer issue which did not identify any product issue. Review of the curves suggests these samples are true positives as normal pcr growth was observed. The CT values indicate the samples are likely near or below the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.

Manufacturer narrative:
A customer from (B)(6) alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. An investigation was conducted to evaluate the customer issue which did not identify any product issue. Review of the curves suggests these samples are true positives as normal pcr growth was observed. The CT values indicate the samples are likely near or below the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4).